Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken hinge. There was no patient involvement.